Event description:
The customer called requesting assistance with programming the insulin pump. She mentioned having heart ailments, had four heart attacks, an open heart surgery, and chest pains, but not insulin pump related. The customer stated that the insulin pump alarmed motor error, and she is in the hospital for high blood glucose and her heart. The customer had bolused with the insulin pump, but her blood glucose did not drop. Troubleshooting was performed, and the drive support cap appears to be normal. Assisted the caller to run a displacement test and passed. The manual prime test was completed and the insulin did exit. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.